Event description:
A family member reported that the patient¿s pump had stopped. They stated the pump was not alarming, but they reported a healthcare provider (hcp) did an x-ray of the ¿lines¿ and reported they were fine. They stated the hcp decided ¿the actual pump is not working.¿ the family member stated that when the patient was last refilled there was 23 ml left and the caller stated ¿usually there was barely 5 ml left¿. They were not sure what date the refill occurred, but thought it was on (B)(6) 2013. They stated the patient was not getting therapy because the patient was in more and more pain. The medication used within the system was unknown. A healthcare provider (hcp) later reported the patient had a pump refill on (B)(6) 2013. They noted increased pain the day prior. They noted involuntary leg muscle movements two to three times per day. It did ¿not feel like restless leg syndrome¿ which their mother had suffered. The patient denied new motor/sensory changes in their limbs or trunks. The patient¿s pain was located in their head, bilateral arms, bilateral legs, neck, bilateral shoulders, bilateral elbows, bilateral hips, bilateral hands, bilateral knees, abdomen, bilateral ankles, and bilateral feet. There was no change in pain or spasticity control since their last visit. The frequency of pain and spasticity was stable. The quality of pain/spasticity was sharp, aching, shooting, throbbing, dull, and stabbing. The pain was made worse by lifting, sitting, bending, physical activity, stress, standing, twisting, weather changes, cold, and walking. The pain was made better by sleep, rest, heat, medication, walking, intrathecal pump, changing positions, and ¿other¿. In the last month with medications, the patient stated the least pain was 3/10, the average pain was 5/10, and the worst pain was 9/10 with 1 being least pain and 10 being worst pain. They noted the pain was ¿worse all day¿. The patient could tolerate a pain level of 9/10. They noted the patient awakens on an average of three times per night. The patient was taking ambien. A mood assessment indicated the patient had been happy, angry, anxious, and frustrated in the last 30 days. The patient rated their satisfaction with their therapy as ¿good.¿ they stated they were taking their medications as prescribed. The patient complained of sweats, fatigue, weight loss ((B)(6)), double vision, eye pain, light sensitivity, blurring, difficulty breathing lying down, palpitations, shortness of breath (at rest and with exertion), ankle swelling, constipation, difficulty starting urination, muscle weakness, bone pain in the last three months, poor skin healing, itching, rash, memory loss, numbness, balance problems, tingling sensation, headaches, unsteadiness, seizures, weakness, speech problems, tremors, heat intolerance, and increased thirst. At refill, the actual residual volume (23 ml) exceeded the expected residual volume (5.5 ml). The pump was interrogated, and the logs were read. No incidents from (B)(6) 2013 were recorded. The pump was refilled with 40 cc without difficulty. The patient was to have an x-ray of the pump and catheter to evaluate the catheter position and possible kinking. The hcp noted the patient showed no evidence of overmedication, sedation, or withdrawal. The patient¿s pump in the left lower quadrant was tender. They were diagnosed with chronic depression, chronic anxiety, reflex sympathetic dystrophy of the lower limb, headache, and an unspecified visual disturbance. The hcp indicated they would proceed to a dye/rotor study following the x-ray, and a possible revision if necessary. The hcp later reported that the patient¿s mother called on (B)(6) 2013 saying the patient had an x-ray on (B)(6) 2013 and wanted to know ¿what was going on with the patient¿s pump¿. She thought that the pump was not working properly. The patient was in a lot of pain, and they had anxiety. They believed the patient was having withdrawals. They noted that last year the morphine pump was recalled, but it was not replaced as the pump was functioning well at the time. They further stated they now reported withdrawal symptoms, and the patient was diaphoretic and anxious. The hcp was going to give the patient a partial supply of librium, hytrin, and msir to treat withdrawals until the pump could be diagnosed. The patient had prescriptions for terazosin, chlordiazepoxide, percocet, prozac, adderall. On (B)(6) 2013 the patient had worsening symptoms with the use of withdrawal medications. They had better pain relief and less sweating with the use of msir versus percocet use. The patient indicated the pain began from ¿an accident at home¿. They noted there was a change in pain and spasticity control since last visit, and the pain and spasticity were worsening. The patient¿s least pain was 4/10, average pain was 6/10, and worst pain was 10/10. The patient noted awaking an average of two times per night, and noted they still took sleep medication. Their satisfaction with the therapy was ¿fair¿, and they were taking their medications as prescribed. New reported symptoms included speech problems, chills, cold intolerance, persistent infections, loss of appetite, loss of vision, decreased ability to dorsiflex the left foot, and swelling in the left ankle and foot. The intrathecal drug delivery system was evaluated and was within normal limits. No motor stalls occurred. It was to be re-evaluated at the next appointment. The patient complained of increased muscle aches and was advised to increase exercise and stretching to reduce muscular atrophy. The medication infused was morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n172898016, implanted: (B)(6) 2008, product type catheter. (B)(4). Denotes "cold intolerance; heat intolerance; skin¿dry, flaky; loss of appetite; and increased thirst."

Manufacturer narrative:
(B)(4)